Event description:
It was reported that a y-type microbore catheter extension set could not be flushed. This occurred during infusion of a vasopressor. The reporter stated that ¿priming and flushing were fine but after few flushes, the tubing just occluded and was not able to flush anything at all.¿ it was reported that the patient¿s blood pressure "dropped slightly due to the brief interruption of their vasopressor drips.¿ there was no patient injury or medical intervention associated with this event. Additional information was requested and is not available. This is report 1 of 4.

Manufacturer narrative:
(B)(4). Initial report indicated that there was patient involvement, however there was not patient involved in this event. Evaluation summary: baxter received two units for evaluation; one used and one unused. During visual inspection no defects were observed. Clear passage was performed connecting the set to a pressure gauge to verify if bubbles were observed. A pressure test was performed by connecting the set to the pressure gauge and submerging under water. The used sample failed the clear passage test, sample was blocked by a foreign particle in the small bore two piece luer lock body. Pressure test on the unused sample was performed and results were within specification. The used sample failed the functional test; the set would not prime. The baxter service representative indicated that the customer may have used the sample with a non baxter connector. The non baxter connector is physically limited from mating to male luers with an inner diameter outside of its restrictive range of 0.062" - 0.110¿. The particle and the tip of the internal post of the connector device were identified with fourier transform infrared spectroscopy (ftir) spectrophotometer scanning and microscopic inspection as the same polycarbonate material. Based on the results of the evaluation, the foreign particle in the used sample product was the cause of the reported condition of no flow. There was no deficiency with the baxter product. Clear passage, pressure and functional tests of the unused sample were within specification. A CAPA has been initiated to investigate this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.